Event description:
It was reported that the asymptomatic patient presented to the clinic after having issues sending remote transmissions. Attempts to interrogate the pulse generator resulted in an error message. On (B)(6) 2015 the patient was brought back to the clinic and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4)